Event description:
Information received indicates the right head brake caster is ratcheting when in brake.

Manufacturer narrative:
The technician found the brake caster could not be adjusted further. The technician replaced the brake caster to repair the bed.